Event description:
It was reported that the ilet displayed a solid green charger light yet the pump battery depleted while on the charger, dropping from about 20 percent to 3¿6 percent despite indicating charging; the user¿s phone charged normally on the same charger, and the pump was replaced due to suspected premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge attributable to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.